Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok, up arrow and down arrow keypad buttons were intermittently responsive. The issue reportedly started several months ago and gradually became worse. The patient denied damage to the keypad or pump. The patient reportedly wore the pump in a pouch around his waist. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up/down arrow and ok keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.